Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under delivery anomaly or device deficiency anomaly noted. Unit passed the delivery accuracy test at 0.08750 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 481 mg/dl at time of incident and current blood glucose was 481 mg/dl. Customer states that drive support cap appears to be normal. The product will be returned for analysis.